Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 51mm abdominal aortic aneurysm.  It was reported during the procedure, that the evar was completed without issue. It was noted that the post implant angiogram showed a type ia endoleak. The physician then re-ballooned with a reliant balloon but the endoleak remained.  The physician then elected to implant endoanchors and 9 endoanchors were implanted. Another angiogram was performed which still showed the presence of the type ia endoleak. It was then decided to stop the procedure and follow-up the patient with further imaging at a later date.  Per the physician the cause of the event was anatomy and a conical infra renal aortic neck (19-24mm ).   No additional clinical sequalae were provided and the patient will be monitored.